Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device remains implanted.

Event description:
Healthcare professional reported, right side "capsular contracture, baker grade IV". Device has been explanted and replaced.

Event description:
Physician noted "seroma" and pain.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "xapsular contracture baker grade IV." Healthcare professional later reported "seroma and pain." Device has been explanted and replaced.